Event description:
Consumer advised social worker that the alternating pressure feature is not working as well as it has previously.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.